Event description:
Baxter reports "the baxter territory manager reported the customer was experiencing clearlink valve detachments from the catheter extension set during use". No reported pt injury or medical intervention.